Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer overfilled the cartridge and did not perform the air removal step. Tandem technical support informed customer that overfilling and not performing air removal step is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Customer resumed insulin delivery. Customer's blood glucose was 218-233 mg/dl.